Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the catheter presented an error in the contact force sensor. The catheter was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax. When connected to the carto 3 system, the device was recognized; however, errors 105 and 106 were displayed. Failure analysis identified two open circuits in the tip area. Tip dissection revealed insufficient adhesive application issues on the anchor tip. A fourier transformed infrared spectroscopy (ftir) study was performed to analyze the composition of the reddish material. This revealed blood components, could be related to the medical procedures. A manufacturing record evaluation (mre) was performed for the finished device lot number 31445302l, and no internal action was found during the review. The force issue reported by the customer was confirmed as error 106 appeared. Error 105 is unrelated to the reported event. The root cause of the adhesive deficiency is attributed to manufacturing. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. This issue is unrelated to the reported event. The carto® 3 system instructions for use (IFU) contain the following information: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. This product issue will be addressed through the johnson & johnson medtech quality system. An internal action was implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).